Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The patient reported itching and redness under entire device. The patient allegedly sought medical treatment. Details regarding the diagnosis and treatment of the affected area were not available. The patient discontinued use of the device. No further patient complications were reported.